Manufacturer narrative:
Batch records for final product manufacturing and qc records for cov1110161 were reviewed and no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1110161 met the qc criteria. The complaint issue was not found with the retained cassettes. The root cause is undetermined. Similar issues will be tracked and trended.

Event description:
False positive result(s). Customer stated that she bought 2 flowflex kits from big lots. Her son took both the same day and both were positive. Received free test from walgreens called binaxnow and son tested negative. Another person took the binaxnow and also tested negative.